Manufacturer narrative:
According to the problem description, the compressor mini was entering standby mode. The problem was confirmed on-site, the standby valve was replaced and after that functional tests were successfully performed and the compressor unit was returned to service. The standby valve was not returned for investigation and no device logs from connected ventilator were received. Based on prior investigations, the most probable cause of this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor went into standby during patient ventilation. There was no patient harm. (B)(4).